Event description:
On (B)(6) 2010, patient reported infusion set tubing broke from luer lock resulting in hyperglycemia. This occurred with 3 infusion sets over (B)(6). Blood glucose elevated to range of 300-400 mg/dl. Target blood glucose is 70-180 mg/dl. Patient was able to treat self when blood glucose was elevated. Patient uses competitor infusion device. Patient changes infusion needle every 2 days and infusion tubing 1-2 times per week. Patient reports, concern is only with current lot number. Patient reports tubing "splits in half right where the tubing connects to the luer." Product was discarded and will not be returned for evaluation. Product was replaced. The patient did not require assistance from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.